Manufacturer narrative:
(B)(4). The reported complaint of "screen shut off" was confirmed by the field service engineer. The product was not returned for investigation. According to the service report, the cpm board was replaced. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the display issue. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states "'screen shut off' while on patient. Another pump was switched out quickly with no patient issues".

Manufacturer narrative:
(B)(4).

Event description:
The report states "'screen shut off' while on patient. Another pump was switched out quickly with no patient issues".

Manufacturer narrative:
(B)(4).

Event description:
The report states "'screen shut off' while on patient. Another pump was switched out quickly with no patient issues".